Manufacturer narrative:
Other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced stimulation. It was thought that the right ventricular (rv) lead was "unhooked", but radiology confirmed the lead to be in position. During the lead revision, the set screws came out of the grommet of the implantable pulse generator (ipg). The device was explanted at the same time as the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.